Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, the customer problem was duplicated. The pump was found to have a damaged/detached downstream occlusion (dso) seal and a defective dso sensor. After investigation the results indicated a reportable malfunction due to the defective dso sensor. The cause of the customer reported problem was the device did not have software. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and sensor and updated the software. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the pump was out of service during the upgrade of software. The customer returned the product, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged/detached. There was no patient involvement.